Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with overcorrection / too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced blood loss, exposure, back, pelvic, vaginal and groin pain, palpable mesh, ureteral injury, swelling (edema), cloudy/turbid urine, white blood cells/leukocytes in urine, red blood cells/blood in urine (hematuria), protein/nitrites/hyaline casts in the urine, hydronephrosis, hydroureter, nausea, vomiting, diarrhea, constipation, heaviness, epigastric pain, urinary tract infection (uti), leakage, right ureteral injury (injury), ureteral vaginal fistula (fistula), anemia, bruise/bleed easily, foreign body in patient, adhesions, chronic inflammation, hemorrhage, fibrosis, posterior wall irritation, ureteral extravasation, fullness of right collecting system, left kidney simple cysts, ureteral fluid collection around site of injury, gastrointestinal infection (infection), ureteral stricture, escherichia coli bacteremia (bacterial infection), scar-like changes, bacteria/coagulase negative staphylococcus in urine, wound dehiscence in vaginal mucosa (dehiscence of wound), leg/bladder spasms (muscle spasms), abdominal pain, sepsis, dyspareunia, urge/stress incontinence symptoms, urinary frequency, nocturia, weight loss (weight fluctuations), leakage of urine with strong urge to void/stress/coughing, urinary urgency, dysuria, sensation of incomplete emptying, irritability/hostility (emotional changes), anxiety, atrophic posterior vaginal stricture, vaginal outlet relaxation, malaise, fibromyalgia/myofascial pain (myalgia), insomnia (sleep disturbances), tired/sluggish/fatigue (fatigue), migraine/headache (headache), dizziness, urinary hesitancy, weakness, leg/feet pain, musculoskeletal stiffness, manic depression/bipolar disorder, unspecified urinary problems, spotting, burning on urination (burning sensation), restless leg syndrome, syncope (faint-syncope), delayed gastric emptying, urine retention, bladder distension, fever, chills, rib pain, poor appetite, night sweats (sweating), menopausal disorder, urine odor, required additional surgical and non-surgical interventions.